Event description:
Customer stated, "laid the pad down on her fitted sheet and laid down on the pad and turned it on. All of the sudden, she heard a pop and she jumped up and there was an explosion. Her pad exploded shooting sparks everywhere." The customer did not claim any injury. The product has not been returned to bce but the customer did provide a photo. The photo provided by the customer showed that there was a cut near the strain relief. This probably led to sparking. On being questioned further the customer stated that the sparking was over in a flash. Additionally, the customer was misusing the pad. The customer admitted to laying on the pad. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds" based on the bce review of feedbacks, bce did not observe a similar issue within the lot.